Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Rapid heart rate (sinus tachycardia at 160 bpm) over the treatment threshold contributed to the false detection. The patient was conscious and shopping in a store at the time of the event. The response buttons were not pressed during the event. The patient continued shopping and went to her residence following the event. The patient continues to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient continued shopping and went to her residence following the event. The patient continues to wear the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data files. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4) - (reuse). Electrode belt sn (B)(4) - 10/2014 (initial use). Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).